Event description:
Caller reported that the t:slim x2 pump screen was dark and would not turn on, and the pump's battery would not charge. The customer's blood glucose level exceeded 500 mg/dl, with a "high" value displayed, but no specific value was provided. The customer managed the high blood glucose by administering a correction injection via manual insulin therapy. The customer reverted to an alternative method of insulin therapy.